Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a damaged stent was found as the physician was about to insert the taxus express2 2.5x20mm drug eluting stent into the tuohy, he noticed the stent looked "displaced". Upon closer inspection, the physician noticed a strut bent up. It was exchanged for another device. No pt complications occurred. Pt status is satisfactory.